Event description:
The customer reported that the system did not display an image during fluoro.

Manufacturer narrative:
(B) (4). The ge service rep found that the camera rotation pot was opened. He replaced the camera and preformed a camera alignment. The system is operating as intended.